Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent an invasive procedure due to a possible perforation. An ultrasound and CT scan could not confirm a perforation. The lead was successfully repositioned. No additional adverse patient effects were reported.